Manufacturer narrative:
Analysis of neurostimulator, model 37711, serial # (B)(4) showed no significant anomalies with a reduce capacity due to an overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was overdischarged. The device came out of overdischarge and was functional again. The patient was scheduled to have surgery to remove a different manufacturer's device. The patient asked a medtronic representative on (B)(6) 2012 "if the batteries had gotten smaller," and then the patient spoke to her health care professional (hcp). The patient's hcp agreed to replace the device, and the device was replaced with a smaller one. There was not normal battery depletion, and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2007 (B)(6). Product typ lead, product ID 3777-45, serial# (B)(4), implanted: 2007 (B)(6). Product typ lead, product ID 37752, serial# (B)(4). Product typ recharger, product ID 37742, serial# (B)(4). Product typ programmer, patient, product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6). Product typ extension, product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6). Product typ extension. (B)(4). The stimulator has been returned for analysis. A follow up report will be sent when analysis is complete.